Event description:
The customer reported that they were unable to fluoro and the c-arm does not power up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. There were intermittent power problems found when the interconnect cable was moved/rearranged. Both the interconnect and lemo cable assembly were replaced. The system performed as intended.